Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that surgeons at the hospital have complained that 1 in 3 periprosthetic plates had failed and broken, requiring subsequent reoperation. The exact plate is unable to be confirmed, it is likely to be locking compression plate (lcp) large fragment broad and broad curved plates, lcp proximal femur plates (with or without hook), or variable angle (va) condylar plates. The plates were described as stainless steel. This report is for an unknown plate. This is report 1 of 1 for (B)(4).